Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to be cracked below the bumper pad. The battery cap returned with the pump was found to attach securely to the pump and the pump powered on appropriately.